Event description:
Gum bleeding [gingival bleeding]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a female patient who received gsk toothbrush (dr best zwischenzahn) toothbrush for drug use for unknown indication. On an unknown date, the patient started dr best zwischenzahn (dental) at an unknown dose once daily. On an unknown date, an unknown time after starting dr best zwischenzahn, the patient experienced mouth hemorrhage (serious criteria hospitalization), coma (serious criteria gsk medically significant), blood transfusion (serious criteria gsk medically significant) and gingival injury. The action taken with dr best zwischenzahn was unknown. On an unknown date, the outcome of the mouth hemorrhage was not reported and the outcome of the coma was recovered/resolved and the outcome of the blood transfusion and gingival injury were unknown. It was unknown if the reporter considered the mouth hemorrhage, coma, blood transfusion and gingival injury to be related to dr best zwischenzahn. Additional details: the consumer purchased a new toothbrush of dr best zwischenzahn. The consumer used dr best zwischenzahn by moving the toothbrush circularly through mouth cavity ("as it had been demonstrated by dr best in advertisement for decades"). However, bristles then "pierced" the consumer's gum "like razor blades". The consumer experienced severe bleeding in mouth and thus, an ambulance was called. When ambulance arrived, the consumer had lost blood to such an extent that a helicopter was ordered. The consumer was hospitalized to intensive care unit and received "a few" blood reserves, "which saved her life". After one week of coma the consumer was discharged from hospital. The consumer provided a photo with a demonstration of toothbrush with bleeding gum (there can be recognized mashed tomato on toothbrush.) Due to absurdity of the provided photo and exaggeration of the consumer's text we consider this case as a fake. Follow up information was received on 04 aug 2017: on an unknown date, the patient started dr best zwischenzahn (dental) at an unknown dose single dose. On an unknown date, an unknown time after starting dr best zwischenzahn, the patient experienced gum bleeding. On an unknown date, the outcome of the gum bleeding was not reported. It was unknown if the reporter considered the gum bleeding to be related to dr best zwischenzahn. The consumer declared that initial information was a joke. The consumer and her husband experienced gum bleeding (as no specific product was mentioned hence second case for the husband was not created). Comment: *downgrade report*.

Manufacturer narrative:
This report is associated with argus (B)(4), dr best zwischenzahn. Dr best zwischenzahn is marketed as sensodyne pronamel toothbrush in the us.

Event description:
Severe bleeding in mouth [mouth hemorrhage], coma [coma], blood transfusion [blood transfusion], bristles then "pierced" the consumer's gum [gingival injury]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a female patient who received gsk toothbrush (dr best zwischenzahn) toothbrush for drug use for unknown indication. On an unknown date, the patient started dr best zwischenzahn (dental) at an unknown dose once daily. On an unknown date, an unknown time after starting dr best zwischenzahn, the patient experienced mouth hemorrhage (serious criteria hospitalization), coma (serious criteria gsk medically significant), blood transfusion (serious criteria gsk medically significant) and gingival injury. The action taken with dr best zwischenzahn was unknown. On an unknown date, the outcome of the mouth hemorrhage was not reported and the outcome of the coma was recovered/resolved and the outcome of the blood transfusion and gingival injury were unknown. It was unknown if the reporter considered the mouth hemorrhage, coma, blood transfusion and gingival injury to be related to dr best zwischenzahn. Additional details, the consumer purchased a new toothbrush of dr best zwischenzahn. The consumer used dr best zwischenzahn by moving the toothbrush circularly through mouth cavity ("as it had been demonstrated by dr best in advertisement for decades"). However, bristles then "pierced" the consumer's gum "like razor blades". The consumer experienced severe bleeding in mouth and thus, an ambulance was called. When ambulance arrived, the consumer had lost blood to such an extent that a helicopter was ordered. The consumer was hospitalized to intensive care unit and received "a few" blood reserves, "which saved her life". After one week of coma the consumer was discharged from hospital. The consumer provided a photo with a demonstration of toothbrush with bleeding gum (there can be recognized mashed tomato on toothbrush.) Due to absurdity of the provided photo and exaggeration of the consumer's text we consider this case as a fake.